Manufacturer narrative:
Available information suggests that this device remains available. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) presented with pain around the device pocket. A pocket erosion was revealed, and a repositioning procedure took place. No further adverse patient effects were noted following the procedure.